Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the adapter of the cadd cassette is leaking at the connection on the middle. There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one component was returned for investigation. The component was air leak tested per ICU medical specifications and failed. The complaint can be confirmed. A quality alert has been posted covering proper solvent application for associate review. In the past two years, no other complaints have been filed for the described defect. ICU medical continues to track and trend complaints data and escalate as needed. No non-conformance reports were issued against this lot during the manufacturing.